Event description:
Twenty minutes into the procedure for prostate therapy, catheter balloon ruptured and was not visualized on the transabdominal ultrasound. When balloon was removed, the balloon was intact with all edges approximated. No adverse event to pt.